Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on both the rate sense and shock electrograms, resulting in oversensing and pacing inhibition. Evidence is suggestive that the patient has an intrinsic heart rate greater than 30 beats per minute and that there was no asystole greater than two seconds observed. The noise was able to be reproduced when the patient moved their arm across their chest. It was also noted that a slight decrease in the pace impedance was observed. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned as a segment, severed approximately 17 centimeters from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.